Event description:
Additional information received from MFR. On 04/09/1999: the iab was the result of a break of the inner lumen. It is possible that the iab was restrained within the aorta during iabp. It is also possible that the initial kink in the inner lumen was made during iab insertion and that the iabp continued to cyclically stress the inner lumen at that point.